Event description:
It was reported that when placing PICC with sherlock, the rn was ready to split the introducer and it split until the last 5 mm and she could not split the last part. She had to pull out the catheter and replace a new one.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty splitting introducer was confirmed but the exact cause remains unknown. One 4 fr dl powerpicc solo catheter and 5 fr microez microintroducer were returned for investigation. A product label indicating ref:2295108 and lot:redz1641 was also provided. Blood residue was present on the catheter and microintroducer surfaces. The microintroducer peel tabs were completely separated. Microscopic observation of the tab peel surfaces revealed the material to be unevenly separated. One of the tabs retained material which still formed a portion of the circular shape. The uneven split likely contributed to the difficult splitting of the sheath; therefore, the complaint is confirmed. Possible contributing factors include uneven peel force during use and material flaw. A review of the device history records (DHR) did not reveal findings to suggest a manufacturing related issue contributed to the reported event. Photos of the sample will be forwarded to the manufacturing facility for further evaluation. Reynosa evaluation complaint due to ¿introducer can¿t split the last part¿ was confirmed but exact cause remains unknown. According with the photo evaluation performed at reynosa facility and gross visual and microscopic visual evaluation performed at vad lab the following was concluded: the complaint of difficulty splitting introducer sheath was confirmed, but based in our evaluation the exact root cause could not be determined. Molding issues during the manufacturing process may be a potential root cause/contributor to the observed uneven split. However, no findings from the DHR review indicated a manufacturing/processing related event. It is unknown if clinical procedure issues contributed to the reported event taking in mind the condition of the received sample. Therefore, the cause of this condition remains unknown. A lot history review (lhr) of redz1641 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when placing PICC with sherlock, the rn was ready to split the introducer and it split until the last 5 mm and she could not split the last part. She had to pull out the catheter and replace a new one.